Manufacturer narrative:
The device has been received for further investigation; however, it has not yet begun.

Event description:
It was reported that the transpac device broke and came loose during patient infusion. It was reported that 2-3 ml of blood was lost as a result of the event. The device was reported to be discarded. There was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
The reported complaint of sample broke was confirmed based on the picture provided by the customer. However, all the returned sets performed per device specifications. Three images were provided by the customer showing the areas of the defect of the original device. No visual anomalies were observed on the sets returned by the customer. When the returned sets were primed and pressure leak tested; no leaks were observed on all three returned new sets. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.